Event description:
It was reported that during a gastric bypass procedure, the first device: occurred on first firing, squeezed the handle two times and on third squeeze, the instrument locked out and partially cut. The second device: when using the stapler, the edges were not well stapled and required additional suturing to close completely. When I spoke to the surgeons in the case, they said the outside staple lines were open. They were not sure what firing they were on but it occurred on the stomach tissue." Another device was used to complete the procedure. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis found that one (B)(4) device was returned in good visual condition and with seven cartridge reloads present. The cartridges were received fully fired. The device was tested for functionality with a test cartridge reload and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device opened and closed without difficulties. One possible cause of the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As a part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.